Event description:
Patient underwent replacement of biventricular pacemaker to biventricular ICD. The device used in this procedure was provided by the medtronic representative from their "truck supply". After completion of the procedure, interrogation was attempted. At this time, it was noted that the battery life left on the device was only nine months. It is believed the device may have been activated prior to implantation and battery life used while still in its original packaging, possibly due to temperature fluctuations. The current plan is for the patient to retain the device for at least one week, then re-interrogation will be attempted to determine when it will be in the patient's best interest to replace the device. There was no known injury to the patient during implantation of the current device.